Manufacturer narrative:
Concomitant products: ddmc3d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert and called the hospital. The alert was noted to be triggered due to short v-v intervals and non-sustained episodes on the right ventricular (rv) lead. Reprogramming was performed. The lead was explanted and replaced. The right atrial (ra) lead was noted to have been dislodged at time of rv lead removal for replacement. The ra lead was not replaced and remains implanted. No patient complications have been reported as a result of this event.